Manufacturer narrative:
Meguro, s. Et al. Outcomes after cryoballoon ablation for patients with paroxysmal atrial fibrillation using the polarx and polarx fit [conference presentation]. P243 . 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that cardiac tamponade occurred. A single center study between january 2022 and january 2025 was completed to investigate a comparison of procedural efficacy and safety between the cryoballoon system polarx and polarx fit in patients with paroxysmal atrial fibrillation undergoing pulmonary vein isolation. Procedure summary: one hundred and thirty one (131) patients were enrolled in the study, one hundred and eleven (111) of which underwent a cryoablation procedure using the polarx and twenty (20) underwent a cryoablation procedure using the polarx fit. Comparisons between the two devices were based upon balloon an esophageal temperature, time to isolation for each pulmonary vein, half year freedom from atrial fibrillation, and adverse complications. Event summary: one (1) patient treated using the polarx fit device experienced cardiac tamponade. Patient status: no further information on the status of the patient is available.